Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for fluid in the pump, and the customer reported that the fluid was under the lcd. The customer also reported cracks, and the buttons were unresponsive. Troubleshooting was performed for the keypad anomaly, and the customer reported that the pump was not exposed to a change in altitude. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side. The customer also reported that the functionality was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, unit gave a solid medtronic logo. No blank display noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to display anomaly. Customer's alleged keypad anomaly unknown due to display anomaly preventing further testing. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. Solid medtronic logo was due to corroded electronic assembly. Unable to download history files and traces using thus software due to display anomaly. Unit was also received with label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, missing display window/cover, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of blank display were not confirmed when unit powered on with frozen medtronic logo. Additionally, customer allegations of keypad anomaly were unknown due to display anomaly preventing further testing of keypad. However, customer allegations of exposure to moisture were confirmed when unit powered on with frozen medtronic logo were confirmed due to corroded electronic assembly. Isolate to electronic assembly. Additionally, customer's allegations of cosmetic damage were confirmed when cracked case (battery tube) and battery tube threads - cracked were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.